Event description:
It was reported that patient underwent a revision surgery for aperfix removal due to a failed graft on (B)(6) 2019. During the revision surgery, the removal tool broke. And the implant was left in the patient. A new tunnel had to be drilled with an artherx button on the cortex.

Manufacturer narrative:
Reference : (B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation because device was scrapped by customer. DHR was reviewed and no discrepancies were found. The complaint was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Manufacturer narrative:
Reference: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because device was scrapped by customer. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that patient underwent a revision surgery for aperfix removal due to a failed graft on (B)(6) of 2019. During the revision surgery, the removal tool broke. And the implant was left in the patient. A new tunnel had to be drilled with an artherx button on the cortex.